Event description:
Healthcare professional reported left side device rupture, capsular contracture, baker grade iii, with silicone perspiration, folds, waves, and rotation. The device has been explanted.

Manufacturer narrative:
Continued e.1. Postal code: (B)(6). Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Malposition: unable to observe since it is not related to the device. Crease/ folding of implant: not observed. Wrinkling: not observed. Deformation: not observed. No further actions are required since no issue in the manufacturing of the device is observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, one opening assessed, as fold flaw opening. And broken device assessed, as fold flaw opening. Capsular contracture-breast: unable to observe, since it is not related to the device. Crease/folding of implant-breast: observed, fold creases. Deformation-breast: not observed. Malposition-breast: unable to observe, since it is not related to the device. Wrinkling of the skin-breast: unable to observe, since it is not related to the device.

Event description:
Healthcare professional reported, left side device rupture. Capsular contracture, baker grade iii. With silicone perspiration, folds, waves and rotation. The device has been explanted.